Event description:
The clinician reports the implant was inserted 2023(B)(6) in ada 4. Details of surgery: sinus augmentation. On 2023-(B)(6), non-osseointegration was verified. Patient presented with fair oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain, mobility and abscess. No further patient complications were reported.